Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain weight but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event.

Event description:
Related manufacturer reference number: 1627487-2019-02171. It was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted, and the patient was placed on IV antibiotics to address the issue. Reportedly, the infection resolved, and a new system has been implanted.